Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was ¿slowly starting to go out¿ as there were discrepancies found with the reservoir volume. At the most recent refill in december, the device showed that the pump should have been empty, but was found to still contain 30ml of drug. At the patient¿s previous refill in june, the pump had contained 20ml. No expected value was specified, but the reporter stated that the discrepancies were growing. It was also stated that the pump alarm had gone off around april 22nd or 23rd. The alarm went off for ¿low battery¿, but the battery was fine and should reportedly last for 48 more months. It was stated that the physician had turned the alarm off and reset it. For about the previous year, the patient had been experiencing more and more pain every day and felt she was ¿getting less and less¿ medication. It was reported that the patient had not been involved in any previous car accident or trauma. It was also reported that the physician wanted to set up an appointment to do a dye study. The device system was delivering dilaudid.

Manufacturer narrative:
Product ID 8578 lot# n143152, implanted: 2008 (B)(6); product type accessory product ID 8709 lot# l81438, implanted: 2000 (B)(6); product type catheter. (B)(4).